Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The proximal end of the stent was bunched distally along the balloon. The outer diameter of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found that there was no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-mar-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 70% stenosed, 38x3.00mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. The lesion contained <= 45 degrees bend. After a 6f guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.5x10mm non-bsc balloon catheter. Subsequently, a 38x3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.